Event description:
The reporter indicated the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens and the lens tore. The lens was removed with no pt injury.

Manufacturer narrative:
(B)(4): eval: method: lens work order search. Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).